Event description:
It was reported the pt last recharged the ipg approximately 3 months ago. As a result, the pt is without stimulation. Reportedly, the ipg will not communicate with the charger and the pt programmer is displaying an error message. Surgical intervention may be considered at a later date.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.